Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing the guidewire was confirmed but the exact cause was unknown. The product returned for evaluation was a 0.018¿ x 50cm nitinol guidewire. Gross visual evaluation of the device revealed a hardened sheath of usage residue on the flexible distal tip of the wire. The wire was also kinked at the proximal end of this residue. Microscopic examination of the residue, and region of wire associated with the residue, showed that the residue was fibrous in nature and had the appearance of hardened tissue. Further evaluation of the wire revealed disjoined guidewire coils at each end of the sheath of tissue-like residue. The wire coils were overlapped in both regions. It could not be determined, from the state of the sample, if the disjoined coils had contributed to the tissue-like residue, or vice-versa. Either the disjoined coils, or residue, could have presented difficulty moving the wire during the procedure. Ultimately, insufficient evidence existed to determine the sequence of events that ultimately caused the described issue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to remove the guide wire, it was removed after a short time with no ill effects to patient.